Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had vibration anomaly and customer was hospitalized due to high blood glucose on (B)(6) 2018 with the blood glucose over 600 mg/dl. The troubleshooting was performed for high blood glucose and vibration anomaly. It was reported that the vibration sounds strange. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Insulin pump vibrates properly during testing. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.